Event description:
It was reported that a physician was attempting to use a complete se peripheral stent to treat a lesion in the sfa in a patient. It was reported that the device was inspected and prepped with no issues noted. It was reported that physician was unable to deploy the stent due to the outer sheath; it did not retract in order to deploy the stent. Healthcare professional said that there were no clinical sequelae or patient injury related to the malfunction deployment of the stent. The stent was not deployed and removed along with the delivery device.

Manufacturer narrative:
Evaluation results: (limited information available). No results available since no evaluation was performed (no device or cine images received). Evaluation conclusion: other limited information available). Unable to confirm complaint (no device or cine images received). (B)(4).